Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the air filter that is connected between the ventilator and the air compressor was leaking. The air filter was replaced but not returned for investigation. The subjected air filter is only used on the indian market and not released on the us market. The root cause of the event has not been determined. The conclusion is that there is no ventilator malfunction.

Event description:
It was reported that the diss air filter that is connected between the ventilator and the air compressor was broken. The patient involvement was unknown. Manufacturer's ref #: (B)(4).